Manufacturer narrative:
(B)(4). The device passed the displacement test, sleep current test and active current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed unexpected battery power loss and charge/battery lasts less than expected due to moisture damage on the electronic assembly. Pump error alarmed during self test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1 & 6). Volume did not change when adjusted. Audio/vibrate anomaly/absence of alarm confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they received a low battery alert prior to the replace battery alert or replace battery now alarm. New battery resolved the issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.